Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20046323, medical device expiration date: 2023-04-16, device manufacture date: 2020-04-16. Medical device lot #: 20046322, medical device expiration date: 2023-04-16, device manufacture date: 2020-04-16. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 ll vlv adpt(stand alone) sets from lot 20046323, and 1 set from lot 20046322 had flow issues during use. The following information was provided by the initial reporter: "valve malfunction, unable to inject."